Manufacturer narrative:
(B)(4). A supplementary report will be submitted once the actuator is returned to the manufacturer for analysis.

Event description:
Info received indicated that the uno mobile lift actuator dropped 4-6" while a pt was in the lift. No injury was alleged.